Event description:
The customer contact reported an operator error in programming the device, which resulted in the patient receiving more medication than intended. At 1726, line a was programmed to deliver heparin 25,000 units/1000ml, at a rate of 900ml/hr, with a vtbi (volume to be infused ) of 1000ml, and the delivery was started. At 1814, the nurse noted that the bag of heparin was almost empty and the device displayed a volume infused (vi) of 725.6ml. The delivery was stopped. The physician was notified and ordered partial thromboplastin time (ptt) and international normalized ratio (inr) levels. No specific values were provided. The patient was treated with 1 unit of ffp (fresh frozen plasma) and was transported to the intensive care unit for monitoring. The customer contact reported the "patient's levels returned to normal within 24 hours." The device was removed from clinical service. At an unspecified time, therapy was resumed using a replacement device. The customer contact indicated that event was due to an operator error in programming the rate as 900ml/hr instead of the intended 900units/hr. The customer contact stated that using the drug library is mandatory at their facility; however, it was not used when programming the device. Though requested, no additional information was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for evaluation. The customer contact indicated the event was the result of an operator error in programming the device. This report represents all the information known by the reporter upon query by hospira personnel.